Event description:
It was reported that the device was implanted and explanted in 2007. F/u with the surgeon's office indicated that the mitral valve repair using the physio ring led to an intraoperative decision to do mitral valve replacement. Reportedly, the device is not available for return.

Manufacturer narrative:
Device not returned.